Manufacturer narrative:
The company representative has advised that the label issue has not affected the functioning of the iabp and the iabp unit is working well.

Event description:
It was reported that during installation of a cs300 intra-aortic balloon pump (iabp), the getinge engineer observed that the printer side sticker of the iabp was labeled " cs100"; consequently , the iabp has to be replaced. This is an out of box failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that during installation of a cs300 intra-aortic balloon pump (iabp), the engineer observed that the printer side sticker of the iabp was labeled " cs100"; consequently , the iabp has to be replaced. This is an out of box failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
A company representative has advised that the overlay, charge indicator have been replaced on the iabp unit, and the unit continues to work satisfactorily.

Event description:
It was reported that during installation of a cs300 intra-aortic balloon pump (iabp), the getinge engineer observed that the printer side sticker of the iabp was labeled " cs100"; consequently , the iabp has to be replaced. This is an out of box failure. There was no patient involvement; thus no adverse event was reported.

Event description:
It was reported that during installation of a cs300 intra-aortic balloon pump (iabp), the getinge engineer observed that the printer side sticker of the iabp was labeled " cs100"; consequently , the iabp has to be replaced. This is an out of box failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The charge indicator overlay label was returned to getinge's national repair center (nrc) and a senior technician verified that the attached label should have been on a cs100 iabp. The charge indicator overlay label was subsequently scrapped and retained in the nrc per procedure.